Event description:
Philips received a complaint about the v200 ventilator indicating that the tidal volume was too low. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. It was advised to adjust the ventilators settings to resolve the low tidal volume. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from a remote service engineer (rse), it was confirmed that there was an alarm for low tidal volume. Additionally, the device's diagnostic report (drpt) was asked but unknown (asku). The investigation is ongoing.

Manufacturer narrative:
In a good faith effort response received from the remote service engineer (rse), it was stated that no parts were ordered, and it is unknown if any parts were replaced. The rse was able to confirm that the device was returned to full functionality and returned to use. No other information was made available. If additional information becomes available at a later date, a supplemental report will be submitted.